Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred.. Vascular access was obtained via the patient's groin with tortuous anatomy noted in the iliac. The target lesion was located in the tortuous and severely calcified left subclavian artery. After a 7f "long" sheath was placed, a guidewire crossed the lesion. Then a 8.0x40x75cm express ld iliac / biliary stent was advanced to treat the lesion, but failed to advance all the way and became stuck in some of the calcium. When the device was pulled back, the stent came off the balloon. The stent delivery system (sds) was then removed and exchanged for a 4x20x135 charger balloon catheter. The charger balloon catheter was able to be advanced into the undeployed stent and inflated to 2 atms. The physician was able to drag the stent down to the right groin and into the right external iliac artery (eia); however, was unable to get it into the sheath. Another balloon catheter was advanced to deploy the dislodged stent in the right eia. The physician went back to the target lesion and pre-dilated using 6mm and 8mm charger balloon catheters. An 8x27x135cm express ld stent was advanced and deployed to the target lesion. Another 8x17x135cm stent was advanced but failed to cross the lesion. The third stent was removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was fine.